Event description:
It was reported that during a whipple procedure, it was observed that the stapler failed on the fifth firing specifically on ipda (inferior pancreaticoduodenal artery). Device fired halfway and stopped. Surgeon reversed button and to bring back blade and release jaws. Vessel was bleeding but the surgeon controlled bleeding with suture. No patient consequences was reported. Opened new pve35a to finish vascular firings. Procedure was delayed by 10-15 minutes. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 6/11/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? Staples deployed about halfway. Cut line started as well. 2. Or, did the device start to deploy staples and cut but could not be completed? Yes 3. Or, did the device fully fire and stop during the automatic knife return? No 4. Could you please provide more details about the type of oozing (leak, bleeding, other)? Vessel was bleeding, needed immediate attention. 5. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? No. Just incomplete staple line 6. How was the bleeding controlled? Suture 7. How much blood was lost (ml)? Not a significant amount 8. Did the patient require a transfusion? No 9. How was the bleeding addressed? Suture attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.